Event description:
Table tilted from 45-90 degree angle - table slid off rails and hit ground. Manufacturer came immediately and found two bolts under table that had come off - unsheared. Patient complained of shoulder pain.